Event description:
The customer returned the colonoscope to the service center for a separate issue. During device evaluation, corrosion was observed on the connecting tube, and foreign objects were observed on the light guide lens. The service repair technician indicated that the most likely cause of the complaint could not be established also for the corrosion on connecting tube, cause of the complaint was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the corrosion was observed on the connecting tube, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.